Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service / maintenance (not in a clinical setting) the flex 3d deflectable videoscope adhesives are coming loose and the casing is falling apart. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction to h6 component code. This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, "the adhesives are coming loose" the issue was due to degradation. Reasonably known information suggests probable causes such as damage of parts due to wear and degradation. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.